Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector flushing could not occur. There was no report of patient impact. The following information was provided by the initial reporter: extension sets will not flush. The nurse then has to get a new extension set, and usually the next one works.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported by customer that "extension sets will not flush..." The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mp5303 because a lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector flushing could not occur. There was no report of patient impact. The following information was provided by the initial reporter: extension sets will not flush. The nurse then has to get a new extension set, and usually the next one works.